Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has noticed return in symptoms. Patient initially stated that they had lost their external equipment in a hurricane but later found them both and, ever since that night, they've noticed a return in symptoms. Patient said they think they found their external equipment and first noticed symptoms at the end of (B)(6)/early (B)(6) 2022. Patient said ever since they found their equipment, the ins hasn't worked right and they believed that it could be because of the external equipment not working. Patient said prior to the storm, their ins was working beautifully. Patient said they haven't used their external equipment in 3-4 months, and even before that, but now they said after an hour they feel running water inside them in their urethra and then they have to go to the bathroom. Patient said they can feel it inside them and within 5 minutes they get that pressure to go. Patient said it's like you turn the sink on but not fast, but the stream is fast. Patient said they always feel it when the ins is on, but sometimes they feel it when the ins is off. Patient said they are getting up 4-5 times a night again, they're tired at work, they're "shot" and they're like a zombie. Patient said they are using their devices every night and every night going through the procedure (making adjustments to therapy) and they're still getting up many times at night. Patient said before they would maybe get up once a night. Patient said they are getting up every 1.5 hours, sometimes 1 hour and 45 minutes or 1 hour and 50 minutes at night. Patient also mentioned that it does work as far as feeling it, it works (confirmed they meant stim sensation). Patient said they don't remember any falls or trauma but said they might have bumped up against a wall or door and might lose their balance especially in the middle of the night. Patient said they have tried increasing stimulation on different programs (5 & 6) and they've increased it to the point where it hurts and then decrease stim to a comfortable level. Patient said when they increased stim too high it hurt on the right side, but the left side was ok and it hurt so bad they couldn't go number 2. Patient said the programs they've tried haven't worked. Patient confirmed they are able to view and adjust their settings by successfully connecting to their ins with their equipment and reviewed that, in that case, external equipment was working as intended. Patient said they connect to their ins on the first try and perfect every time. Patient mentioned that they also noticed that when they check their settings at night, the settings they set earlier that day did not "keep" like it did before. They used to make an adjustment and the setting would be the same when they connected at a later time. Patient said sometimes if they don't "set it in advance" and they connect to their ins at night, the settings aren't kept from an earlier adjustment. Patient said maybe this could be attributing to why they're having therapy issues. Agent reviewed keeping therapy on and making sure communicator is connected while making an adj ustment. Troubleshooting was unable to be performed as patient did not have equipment with them on the call. Reviewed the option to try different programs other than what they've tried (patient said they would fluctuate between 5 & 6 because they always worked for them). Agent reviewed option for custom programming. Redirected patient to managing hcp to check internal components and discuss therapy issues. Patient said they'd like to try another program and will monitor symptoms after making an adjustment. Patient also mentioned they take water pills during the day.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.